Manufacturer narrative:
It was reported to abbott a patient underwent a revision to add a new lead to their system in an attempt to provide better coverage of existing pain. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient underwent surgery to implant an additional lead on (B)(6) 2023 for more coverage of their existing pain pattern. No complications were reported, therapy was restored.